Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention (pci), when attempting to treat the lesion located in the right coronary artery (rca), the stent detached from the balloon. The stent was pulled back into the guide and pulled back with the guide catheter. Additionally, the stent detached from the catheter, but was pulled out using the introducer. The procedure was able to be completed and the patient fully recovered.

Event description:
It was reported that stent dislodgement occurred. During a percutaneous coronary intervention (pci), when attempting to treat the lesion located in the right coronary artery (rca), the stent detached from the balloon. The stent was pulled back into the guide and pulled back with the guide catheter. Additionally, the stent detached from the catheter, but was pulled out using the introducer. The procedure was able to be completed and the patient fully recovered. It was further reported that the lesion within the right coronary artery (rca) was nonostial significant lesion with severe stenosis, mild calcification (visible unilaterally after contrast injection), mild to moderate tortuosity. The lesion was predilated. The 38 x 3.00mm promus elite passed into the vessel without resistance. There were significant challenges in withdrawing the promus elite stent. The promus elite stent was not dislodged just by returning the empty stent balloon and after an attempt to inflate the balloon and pull the stent back the stent became partially expanded and the distal edge severely deformed. The promus elite stent fell off the stent balloon without any resistance, it came to the proximal area of the predilated lesion. The predilatation balloons had passed freely, and the promus elite stent balloon also passed freely beyond the lesion area. The promus elite stent fell of the stent balloon with minimal force, when the distal edge of the stent touched the predilated lesion area. The bends of the guide and the mild to moderate tortuosity of the proximal rca. The promus elite stent was pulled out with the aid of the introducer. No patient complications occurred.